Event description:
The customer reported that during a laparoscopic procedure using an ls1037 ligasure device, oozing was noted. The generator in use provided an end tone, indicating a complete seal cycle. The surgical team converted the procedure to an open procedure due to other surgical issues not related to the sealing effect. The surgeon opened a lf4200t to continue the procedure and oozing was noted. The oozing was described as less than 250 cc's of blood. The surgeon continued using the device to complete the required seals. The pt is reported as being in stable condition. Additional questions have been asked to the customer in regard to this incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.